Event description:
It was reported that the dignishield device leaked from the green inflation port.

Manufacturer narrative:
The reported event was inconclusive, due to poor sample condition. Visual evaluation of the returned sample noted one dignishield. The sample showed the inflation and irrigation ports glued to the dignishield with adhesive. From the image, it was difficult to tell if a water leak from the inflation port was present, due to the presence of the adhesive. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿instructions for use preparation of sms prior to insertion: verify the retention cuff has been completely deflated. This can be done by squeezing the cuff to ensure there is no residual air inside the device. If air remains within the cuff, attach the 60 ml syringe to the green inflation port and withdraw all remaining air from the cuff. After the cuff has been fully deflated, fill the syringe with 45 ml of water and set aside. Using a permanent marker, record the catheter insertion date on the label located on the piston valve connector."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the dignishield device leaked from the green inflation port.